Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. The customer also stated that, the insulin pump not working, insulin flow block manual bolus. And declined troubleshooting for it customer was doing a manual bolus and he was not able to give himself insulin. Assisted customer in performing a 5.0u fill cannula. Customer stated that, the insulin did not exit and pump alarmed insulin flow blocked. Troubleshooting determined that, the device should be replaced. The customer advised to discontinue use of the pump and revert to backup plan. The device is expected to be returned for analysis.